Event description:
It was reported that during a left ovarian cystectomy procedure with the first device the knife blade advanced then got stuck and would not revert back to its original position. The same happened with the second device too. The procedure was extended while opening another device. Procedure was completed with same like device. No patient consequences reported. Two devices will be returning.

Manufacturer narrative:
(B)(4). The device was received with the I-blade and jaw damaged. Bottom tip of the I-blade was returned up to the bottom jaw making contact with the electrode. The device was connected to generator and it was recognized. Upon testing, it was found a short on the device resulting in the "reposition jaws and reactive" yellow message screen is advising that the instrument due to the device was activated in contact to metal with metal between electrode and tip of the I blade, although all testing could not be completed due to the damaged I blade and the jaw. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle the jaw open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade and jaw damaged could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.